Event description:
Healthcare professional (hcp) reported one incident of blood leak at beginning of treatment with the psn 210 dialyzer. Incident was noted by the cobe c3+ hemodialysis machine's blood leak arm. Blood leak was confirmed visually in the dialysate and with positive hemastix. Blood from the extracorporeal circuit was not returned to the pt with estimated blood loss unknown. Treatment was resumed on another psn 210 dialyzer of an alternate lot and completed without incident. No pt injury or medical intervention reported per hcp.